Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the reported issue was due to the user's handling. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue of no image was not able to be duplicated. The device was tested and put on burned in testing for more than 8 hours however, no issues were found. No abnormalities on the image was noted. The device passed all required testing including leak test. The root cause of the reported issue is unknown as the reported failure was not able to be duplicated. The device passed all testing required with no issues observed.

Event description:
It was reported that the device was found with no image. The image does not appear. There were no further details provided. There was no patient involvement reported, no user injury reported.